Event description:
Patient underwent cataract surgery on 06/2000, and implantation of a staar model aa-4203vf intraocular lens in the left eye. Three days post-op the lens was found to be dislocated and was removed. The surgeon performed a vitrectomy and implanted a three-piece lens in the bag. Best corrected visual acuity prior to surgery was 20/40 and intraocular pressure was 10mm. Five-months post-iol exchange, best corrected visual acuity was 20/30. The patient's prognosis is very good.